Event description:
The customer reported that the generator self-activated during a case when the power cord was wiggled. The generator and foot pedal were later tested by the site and both worked fine. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident generator has been received and is under eval. When the unit eval is complete a follow-up report will be submitted.